Event description:
Info received indicates that during the case the metal tip detached from the distal end of the device and had to be retrieved from the pt's pericardium. No consequence reported for the pt.